Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continous high blood glucose (bg) levels of 250 mg/dl - 260's mg/dl. The customer delivered a manual injection to address bg levels. Reportedly, the customer reported having sinusitis. The customer stated that does not believe the cause of the high bgs were related to the pump or supplies.